Event description:
It was reported to philips healthcare that the heartstart mrx had a device error that presented with a red x with beeping.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.